Event description:
The customer was hospitalized for high bgs. Troubleshooting revealed the customer had not changed their set in two days. Explained the two high bg rule and recommend changing the set and rotating the site.